Event description:
It was reported that the doctor was performing a lap gastric bypass. It was reported that the doctor received an error 5 instrument error. Completed the case with no pt consequence.